Manufacturer narrative:
(B)(4).

Event description:
A peritoneal dialysis patient reported a fluid leak coming from a hole in the disposable cassette. The cycler had alarmed for air detected in the cassette. The patient's peritoneal dialysis registered nurse stated that the patient experienced no adverse event as a result of the fluid leak. His effluent remained clear and he was not prescribed any antibiotics. The patient returned the cassette to the patient's clinic; however the nurse disposed of it.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.